Event description:
Customer reported son received a suspected false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 26501l, reader sn (B)(6) ). Individual tested positive with three binaxnow antigen tests on an unknown date. No known symptoms or exposure at this time. See (B)(4) for alternate false negatives result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Update to h10: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.